Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Additional information was not provided. Multiple follow up attempts were performed to complete troubleshooting, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.